Manufacturer narrative:
The reported event was duplicated by the manufacturer service technician. Upon visual inspection, the manufacturer service technician observed socket and motor corrosion. A corroded socket and motor can cause or contribute to the reported event of overheating.

Manufacturer narrative:
The device is available for evaluation; additional information may be submitted once the quality investigation is complete.

Event description:
It was reported that during testing at the manufacturer facility, the core impaction drill was overheating. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that during testing at the manufacturer facility, the core impaction drill was overheating. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.